Event description:
It was reported by the caller that post afib procedure using the boston scientific. Pfa system the patient developed hematuria and had a high creatine. They performed a rehydration protocol and the creatine returned to normal and there was no longer blood in the urine. Procedure date: (B)(6) 2025. Rf only to cavotricuspid line. Physician does not believe adverse event was related to qdot/rf. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).